Event description:
It was reported that at implant the screw mechanism failed. "Couldn't get screw to deploy". The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) visual analysis noted that the lead was returned with the helix fully extended, blood and tissue on it and the distal conductor distorted within the connector. Blood and tissue on the helix most likely caused the helix to not retract and the distal conductor then became distorted and fractured within the connector. The helix is also stretched out of specification. Damaged at implant.